Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was "jumping" and remained static for 2 days. Additionally, a power source alert occurred. A replacement wall charger was sent to the customer. There was no reported impact to customer's blood glucose. The cartridge was changed and insulin delivery was resumed with an accurate fill estimate.